Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery the motor device did not work. During in-house engineering evaluation, it was determined that the device had now power, overheated and the motor would not move. It was also determined that the device failed pre-test for check the off/oscillation/on switch mode function, check the compatibility between the small battery drive device and the small battery drive device ii and check the function with the pen drive console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.